Event description:
Apparent noise on lead on rv channel and ff channel but not atrial channel for dx lead. Variable shock impedance. No adverse patient events were reported. Lead remains actively implanted but full evaluation and patient history are recommended. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.